Manufacturer narrative:
An event of first degree heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The 27mm navitor valve was not re-sheathed at all during procedure. Pacing of 141-160 beats per minute was performed during deployment of the valve. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a first degree heart block. On (B)(6) 2024, the decision was made to administer the patient 200mg of amiodarone.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.